Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product - pm438r - jaw ins>bip. Maryland diss fen.5/310mm. According to the complaint description, a fragment of the tip fell into the patient's body. The piece was retrieved successfully during laparoscopic appendectomy. It had been used to coagulate mesentery. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this evnet was reassessed and is no longer considered reportable for the following reason: no adverse event. The reporting decision is based upon the review of the applicable risk analysis. The review of the risk analysis after investigation revealed that the applicable failure mode is rated with a severity of 2(5). Based upon risk management review, we conclude that even if the reported failure is to reccur, no serious injury for patient, user or third party is to be expected.

Event description:
Update: patient updated to surgical delay.